Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the cannula was bent with the infusion set not completely going into the body correctly. The customer's blood glucose was 290 mg/dl at the time of incident. The customer stated that her blood glucose reached 452 mg/dl. The customer stated that she treated her high blood glucose with manual injections. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.